Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part unk, lot unk - unk cobalt chrome femoral head, part unk, lot unk- unk e1 poly acetabular liner,, part 650-1124bmrsa, lot unk- prmrs nck stem ti bm sz 24 rsa. Multiple MDR reports were filed for this event; please see associated reports: MFR 0001825034-2018-01469, MFR 0001825034-2018-01472. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 490- pain and difficulty in performing activities 6 months and 3 years post a tha procedure.